Event description:
Event description cpi received information that this implantable pulse generator (ipg) reported farfield sensing. The device remains implanted. Attempts to obtain additional information have been unsuccessful.